Manufacturer narrative:
This report is submitted november 26, 2019. - attachment: [156551 device analysis report reg.pdf].

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to electrode array migration.